Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, a zoll representative went on site to evaluate the device. The reported malfunction was not replicated or confirmed in the field and the device was placed back into service. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device's sync was "out of range." Complainant indicated that there was no patient involvement in the reported malfunction.